Event description:
Bard max-core biopsy device jammed when testing prior to prostate biopsy, not used on patient. Outer cannula gets jammed every other use. Device kept for further investigation. Site notified rep of event and coordinated return of device to vendor for investigation (B)(6). Lot# rekt3772. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).